Event description:
It was reported the "driver was damaged during a hardware removal case" (t8 stick fit hexalobe driver (part number 80-0759, batch number 346794). There were no adverse patient consequences reported. Attempts were made to obtain further information to no avail. No further information is available. This report is related to report number 3025141-2023-00500 for the driver involved in this event.

Manufacturer narrative:
The reported screw was not returned for evaluation. Additionally, manufacturing and inspection records could not be reviewed as the model number and batch/lot number of the screw is unknown. However, the reported driver manufacturing and inspection records were reviewed for t8 stick fit hexalobe driver (part number 80-0759, batch number 346794), and no anomalies were found. The results of the investigation are inconclusive as the device was not received for evaluation. Based on the information received, the root cause could not be determined.